Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/01/2016.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with abdominal enterocele repair, burch retro pubic urethropexy and lysis of adhesions due to posthysterectomy vaginal vault prolapse, enterocele, recurrent, sui, and adhesions to tubes and ovaries. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and bard uretex was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.